Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in moderately tortuous and severely calcified external iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the distal part of the balloon ruptured. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries were reported and the patient was in good condition post procedure.